Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead exhibited loss of ra capture. The physician was also concerned about a type of infection for the patient. Cultures were obtained and the patient¿s ra lead was surgically abandoned. The culture results were negative for infection; therefore, the physician attempted to implant a new ra lead, but the patient anatomy did not have access for a new lead. The previous ra lead was retested and capture was then noted. The lead was re-connected to the device. No additional adverse patient effects were reported. The device remains in service.